Event description:
Pt presented to our facility for foreign body removed. Port catheter broke, migrated, and lodged in right atrium. Port catheter retrieved via transcath without complication. Port cath inserted 1 1/2 - 2 years ago at hospital per pt. No manufacturer details on catheter or port to notify vendor or return device.